Event description:
The reporter stated the surgeon was inserting a cq2015a collamer aspheric three piece lens but as he was ejecting the lens, he pressed the plunger to swiftly, which resulted in the plunger overriding and tearing the lens. The lens was removed with no pt injury, no enlarged incision. The lens was discarded by the facility.

Manufacturer narrative:
Eval: conclusion : a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery technique that are effective, and minimize the potential for damaging the lens.